Event description:
It was reported that the device has a cracked battery compartment. There was no reported patient involvement. Evaluation of the returned device found a detached downstream occlusion seal.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found the downstream occlusion (dso) seal was detached. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.